Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the o2 sensor. The device passed all tests. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 12/23/2013.

Event description:
Covidien received information that an 840 ventilator had a loss of the oxygen (o2) monitoring while in use on a patient. The patient was removed from the ventilator and placed on another ventilator. The patient was not harmed or injured due to reported event. Covidien customer support engineer (cse) verified the malfunction.